Event description:
It was reported that all electrodes except contact 1 were ¿out.¿ it was noted that the patient was getting good coverage with c<(>&<)>1. It was unknown how long the other contacts had been out of range. The reporter noted that there was a battery ¿revision¿ on the day of the report due to normal battery depletion. It was further reported that the prongs on the extension were too short. It was noted that the reporter was attempting to connect the old extension to the new device but the prongs on the extension did not go all the way into the port of the new device. It was noted that it appeared the extension was glued to the old device and only contact c+1- was working. It was further reported that it was connected and worked better than before. It was noted that they just had can electrode 0 and working. It was noted that before, they only had can and 1. The reporter noted that the patient was happy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ unknown_lead, serial# unknown, product type: lead; product ID 37703, serial# (B)(4), product type: implantable neurostimulator. (B)(4).